Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure using an intellanav mifi open-irrigated ablation catheter the temperature did not drop properly when additional cauterization was performed. The catheter was taken out of the body to flush it and it was found the flow was weak/poor. The catheter and tubing were replaced with another of the same device and the procedure was successfully completed without any patient complications. The catheter was disposed of and is not expected to be returned for analysis.